Event description:
When advancing the viewflex ice catheter, the tip cracked and broke.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported damage remains unknown.